Event description:
Per the clinic, the patient experienced an infection around the abutment and was treated with oral antibiotics (duration and date not reported); however, the issue could not be resolved. The patient was put under local anaesthesia in (B)(6) 2014 (specific date not reported), and was equipped with a longer abutment. The infection recurred in (B)(6) 2015. No further information was made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).